Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Was not able to recreate failure. Performed system checkout ans system works as required. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system gantry door was unable to open after the final spin of the case. It was reported that a clicking sound could be heard, but the door would not move. Eventually, the door opened normally when the door open button was held down. The procedure was completed successfully and the patient was not impacted. The delay to the procedure was not reported.